Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: the pump powered on with returned battery cap. There were two call service 173 alarm for "no delivery, the slave does not have a cartridge starting count" warnings observed in black box on 10/20/2014. During investigation, multiple ¿load step¿ functions were performed to exercise the motor. No motor "rewind" errors were observed. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no evidence of moisture contamination or loose components identified inside the pump.